Manufacturer narrative:
(B)(4). The patient was treated with cefa and fortum.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient experienced diarrhea and peritonitis manifested by cloudy effluent. On the same day, the patient was hospitalized for peritonitis. On the same day, the patient was started treatment with cefa and fortum (ip, dose, and frequency not reported). The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.